Event description:
Customer reported, a mistreatment of a pt undergoing radiotherapy of the prostate. The mistreatment consisted of a 4.6% under dosage on a single fraction, which does not reach the level of radiation injury, since it was detected and corrected before treatment completed. The incident resulted from a malfunction in the eclipse software build 7.3.10 sp3 and sp4 (sp= service pack). The anomaly allows the dose matrix, and the field parameters to which the dose matric is related to become inconsistent when field ID's are swapped and a subsequent 'field save' failure occurs. Because the resulting corrupted plan is saved to the database, and contains all the required data elements, the error can be carried forward, potentially through the entire pt treatment, which typically consists of 25 to 30 daily treatment fractions.

Manufacturer narrative:
Computer software performance tests conducted revealed a user interface issue in the practice of swapping field ids. This can result in a treatment plan being partially saved to the eclipse database. If the partially saved plan is loaded for use, the dose distribution will be incorrect. This issue would be detected through typical qa practices. However, if not detected, the user progressed to treatment, and a misadministration of the prescribed dosage may occur. The use of the system is related to the malfunction - the user has to ignore a warning message that the file save has failed. The installed base will be made aware that this issue can occur, and this issue has been resolved with a software upgrade, available to existing customers and automatic for future customers. At the time this issue was first discovered, there were no reported complaints from the installed base related to this issue. This subsequent complaint, however, led to a protracted, more detailed investigation and hazard assessment which highlighted significant potential results, ultimately leading to this MDR filing.